Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain\ excruciating pelvic pain at all times\ pelvic pain left and right') and device dislocation ('I went to see doctor medly because after getting an ultrasound done it was discovered that the coil in the left side had moved/pain is due to device migration.') In a 32-year-old female patient who had essure (batch no. A78083) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included spotting between menses, skin tags, obesity, hypercholesterolemia and vertigo. Previously administered products included for an unreported indication: mirena. Concurrent conditions included hypothyroidism, hyperlipidemia, sinus congestion, cough, sinusitis, acute pharyngitis, ovarian cyst, dyslipidemia, breast tenderness, acne, hair growth increased and periumbilical pain. Concomitant products included fexofenadine hydrochloride;pseudoephedrine hydrochloride (allegra d) since 2010, fluoxetine since 2010, ibuprofen, levothyroxine since 2008, meloxicam since 2013 and ubidecarenone (coq 10) since 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition : depression"), 1412 days before insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("other injury or complication(s) - please describe : bloating"), dyspareunia ("pain during intercourse\dyspareunia (painful sexual intercourse)"), fatigue ("fatigue\extreme fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and decreased interest ("loss interest in daily activities"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, fatigue, depression, weight increased and alopecia had resolved and the device dislocation, abdominal distension, dysmenorrhoea and decreased interest outcome was unknown. The reporter considered abdominal distension, alopecia, decreased interest, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, pelvic pain and weight increased to be related to essure. The reporter commented: insertion details-the number of expanded coils that appeared trailing into the uterine cavity was 2 in right and the number of expanded coils that appeared trailing into the uterine cavity was 3 in left. Current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result: total bilateral occlusion. The coils were in the right position and the fallopian tubes were blocked. (As per mr) impression: confirmation of satisfactory tubal occlusion by essure devices.. Ultrasound pelvis - on (B)(6) 2014: impression: normal appearing uterus is seen with right and left essure devices in place. Endometrial thickness is 5.5 mm. Right and left ·ovaries appear normal as seen.; on (B)(6) 2017: impression: 1. No evidence of ovarian torsion. 2. It is difficult to compare hsg findings and ultrasound findings. A portion of the essure device is seen at the left uterine cornu, which can be normal in some cases. Confirmation of essure position can only be obtained with hsg and it was in satisfactory position in 2013. Repeat hysterosalpingogram could be performed as clinically indicated. 3. Small amount of left adnexal fluid near the left uterine cornu is a nonspecific finding. This could be due to a ruptured ovarian follicle or tuba-ovarian abscess.. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : reporter's were added. Lot no. Was added. Patient's demographic was added. New events- loss interest in daily activities, dysmenorrhea, weight gain,hair loss and "I went to see doctor medly because after getting an ultrasound done it was discovered that the coil in the left side had moved/pain is due to device migration". Concomitant drugs and conditions were added. Lab tests were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain\ excruciating pelvic pain at all times\ pelvic pain left and right') and device dislocation ('I went to see doctor (B)(6) because after getting an ultrasound done it was discovered that the coil in the left side had moved/pain is due to device migration.') In a 32-year-old female patient who had essure (batch no. A78083) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included spotting between menses, skin tags, obesity, hypercholesterolemia and vertigo. Previously administered products included for an unreported indication: mirena. Concurrent conditions included hypothyroidism, hyperlipidemia, sinus congestion, cough, sinusitis, acute pharyngitis, ovarian cyst, dyslipidemia, breast tenderness, acne, hair growth increased and periumbilical pain. Concomitant products included fexofenadine hydrochloride;pseudoephedrine hydrochloride (allegra d) since 2010, fluoxetine since 2010, ibuprofen, levothyroxine since 2008, meloxicam since 2013 and ubidecarenone (coq 10) since 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition : depression"), 1 month 20 days after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("other injury or complication(s) - please describe : bloating"), dyspareunia ("pain during intercourse\dyspareunia (painful sexual intercourse)"), fatigue ("fatigue\extreme fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and decreased interest ("loss interest in daily activities"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, fatigue, depression, weight increased and alopecia had resolved and the device dislocation, abdominal distension, dysmenorrhoea and decreased interest outcome was unknown. The reporter considered abdominal distension, alopecia, decreased interest, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, pelvic pain and weight increased to be related to essure. The reporter commented: insertion details-the number of expanded coils that appeared trailing into the uterine cavity was 2 in right and the number of expanded coils that appeared trailing into the uterine cavity was 3 in left. Current weight: 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result: total bilateral occlusion. The coils were in the right position and the fallopian tubes were blocked. (As per mr) impression: confirmation of satisfactory tubal occlusion by essure devices.. Ultrasound pelvis - on (B)(6) 2014: impression: normal appearing uterus is seen with right and left essure devices in place. Endometrial thickness is 5.5 mm. Right and left ·ovaries appear normal as seen.; on (B)(6) 2017: impression: 1. No evidence of ovarian torsion. 2. It is difficult to compare hsg findings and ultrasound findings. A portion of the essure device is seen at the left uterine cornu, which can be normal in some cases. Confirmation of essure position can only be obtained with hsg and it was in satisfactory position in 2013. Repeat hysterosalpingogram could be performed as clinically indicated. 3. Small amount of left adnexal fluid near the left uterine cornu is a nonspecific finding. This could be due to a ruptured ovarian follicle or tuba-ovarian abscess.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jul-2019: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain\ excruciating pelvic pain at all times\ pelvic pain left and right') and device dislocation ('I went to see doctor medly because after getting an ultrasound done it was discovered that the coil in the left side had moved/pain is due to device migration.') In a 32-year-old female patient who had essure (batch no. A78083) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included spotting between menses, skin tags, obesity, hypercholesterolemia, vertigo, vitamin d deficiency and polycystic ovarian syndrome. Previously administered products included for an unreported indication: mirena. Concurrent conditions included hypothyroidism, hyperlipidemia, sinus congestion, cough, sinusitis, acute pharyngitis, ovarian cyst, dyslipidemia, breast tenderness, acne, hair growth increased, periumbilical pain, depression and premenstrual syndrome. Concomitant products included fexofenadine hydrochloride;pseudoephedrine hydrochloride (allegra d) since 2010, fluoxetine since 2010, ibuprofen, levothyroxine since 2008, meloxicam since 2013, ubidecarenone (coq 10) since 2013 and vitamin d nos (vitamin d). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition : depression"), 1 month 20 days after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("other injury or complication(s) - please describe : bloating"), dyspareunia ("pain during intercourse\dyspareunia (painful sexual intercourse)"), fatigue ("fatigue\extreme fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), decreased interest ("loss interest in daily activities") and procedural pain ("procedure was so painful"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, fatigue, depression, weight increased and alopecia had resolved and the device dislocation, abdominal distension, dysmenorrhoea, decreased interest and procedural pain outcome was unknown. The reporter considered abdominal distension, alopecia, decreased interest, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, pelvic pain, procedural pain and weight increased to be related to essure. The reporter commented: insertion details-the number of expanded coils that appeared trailing into the uterine cavity was 2 in right and the number of expanded coils that appeared trailing into the uterine cavity was 3 in left. Current weight 170 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: result: total bilateral occlusion. The coils were in the right position and the fallopian tubes were blocked. (As per mr) impression: confirmation of satisfactory tubal occlusion by essure devices.. Ultrasound pelvis - on (B)(6) 2014: impression: normal appearing uterus is seen with right and left essure devices in place. Endometrial thickness is 5.5 mm. Right and left ·ovaries appear normal as seen.; on (B)(6) 2017: impression: 1. No evidence of ovarian torsion. 2. It is difficult to compare hsg findings and ultrasound findings. A portion of the essure device is seen at the left uterine cornu, which can be normal in some cases. Confirmation of essure position can only be obtained with hsg and it was in satisfactory position in 2013. Repeat hysterosalpingogram could be performed as clinically indicated. 3. Small amount of left adnexal fluid near the left uterine cornu is a nonspecific finding. This could be due to a ruptured ovarian follicle or tuba-ovarian abscess.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2019: pfs received. Reporter, medical history, concomitant drug were added. Event : procedure was so painful were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report. .

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain\ excruciating pelvic pain at all times\ pelvic pain left and right') and device dislocation ('I went to see doctor medly because after getting an ultrasound done it was discovered that the coil in the left side had moved/pain is due to device migration.') In a 32-year-old female patient who had essure (batch no. A78083) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included spotting between menses, skin tags, obesity, hypercholesterolemia, vertigo, vitamin d deficiency and polycystic ovarian syndrome. Previously administered products included for an unreported indication: mirena. Concurrent conditions included hypothyroidism, hyperlipidemia, sinus congestion, cough, sinusitis, acute pharyngitis, ovarian cyst, dyslipidemia, breast tenderness, acne, hair growth increased, periumbilical pain, depression and premenstrual syndrome. Concomitant products included fexofenadine hydrochloride;pseudoephedrine hydrochloride (allegra d) since 2010, fluoxetine since 2010, ibuprofen, levothyroxine since 2008, meloxicam since 2013, ubidecarenone (coq 10) since 2013 and vitamin d nos (vitamin d). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition : depression"), 1 month 20 days after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("other injury or complication(s) - please describe : bloating"), dyspareunia ("pain during intercourse\dyspareunia (painful sexual intercourse)"), fatigue ("fatigue\extreme fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), decreased interest ("loss interest in daily activities"), procedural pain ("procedure was so painful"), acne ("acne"), vertigo ("vertigo") and dizziness ("dizzy"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, fatigue, depression, weight increased and alopecia had resolved and the device dislocation, abdominal distension, dysmenorrhoea, decreased interest, procedural pain, acne, vertigo and dizziness outcome was unknown. The reporter considered abdominal distension, acne, alopecia, decreased interest, depression, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fatigue, pelvic pain, procedural pain, vertigo and weight increased to be related to essure. The reporter commented: insertion details-the number of expanded coils that appeared trailing into the uterine cavity was 2 in right and the number of expanded coils that appeared trailing into the uterine cavity was 3 in left. Current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: result: total bilateral occlusion. The coils were in the right position and the fallopian tubes were blocked. (As per mr) impression: confirmation of satisfactory tubal occlusion by essure devices.. Ultrasound pelvis - on (B)(6) 2014: impression: normal appearing uterus is seen with right and left essure devices in place. Endometrial thickness is 5.5 mm. Right and left ·ovaries appear normal as seen.; on (B)(6) 2017: impression: 1. No evidence of ovarian torsion. 2. It is difficult to compare hsg findings and ultrasound findings. A portion of the essure device is seen at the left uterine cornu, which can be normal in some cases. Confirmation of essure position can only be obtained with hsg and it was in satisfactory position in 2013. Repeat hysterosalpingogram could be performed as clinically indicated. 3. Small amount of left adnexal fluid near the left uterine cornu is a nonspecific finding. This could be due to a ruptured ovarian follicle or tuba-ovarian abscess. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-apr-2020: social media content received: events: acne, dizzy and vertigo were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain\ excruciating pelvic pain at all times\ pelvic pain left and right') and device dislocation ('I went to see doctor medly because after getting an ultrasound done it was discovered that the coil in the left side had moved/pain is due to device migration.') In a 32-year-old female patient who had essure (batch no. A78083) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included spotting between menses, skin tags, obesity, hypercholesterolemia, vertigo, vitamin d deficiency and polycystic ovarian syndrome. Previously administered products included for an unreported indication: mirena. Concurrent conditions included hypothyroidism, hyperlipidemia, sinus congestion, cough, sinusitis, acute pharyngitis, ovarian cyst, dyslipidemia, breast tenderness, acne, hair growth increased, periumbilical pain, depression and premenstrual syndrome. Concomitant products included fexofenadine hydrochloride;pseudoephedrine hydrochloride (allegra d) since 2010, fluoxetine since 2010, ibuprofen, levothyroxine since 2008, meloxicam since 2013, ubidecarenone (coq 10) since 2013 and vitamin d nos (vitamin d). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition : depression"), 1 month 20 days after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("other injury or complication(s) - please describe : bloating"), dyspareunia ("pain during intercourse\dyspareunia (painful sexual intercourse)"), fatigue ("fatigue\extreme fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), decreased interest ("loss interest in daily activities"), procedural pain ("procedure was so painful"), acne ("acne"), vertigo ("vertigo") and dizziness ("dizzy"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, fatigue, depression, weight increased and alopecia had resolved and the device dislocation, abdominal distension, dysmenorrhoea, decreased interest, procedural pain, acne, vertigo and dizziness outcome was unknown. The reporter considered abdominal distension, acne, alopecia, decreased interest, depression, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fatigue, pelvic pain, procedural pain, vertigo and weight increased to be related to essure. The reporter commented: insertion details-the number of expanded coils that appeared trailing into the uterine cavity was 2 in right and the number of expanded coils that appeared trailing into the uterine cavity was 3 in left. Current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: result: total bilateral occlusion. The coils were in the right position and the fallopian tubes were blocked. (As per mr) impression: confirmation of satisfactory tubal occlusion by essure devices. Ultrasound pelvis - on (B)(6) 2014: impression: normal appearing uterus is seen with right and left essure devices in place. Endometrial thickness is 5.5 mm. Right and left ·ovaries appear normal as seen.; on (B)(6) 2017: impression: 1. No evidence of ovarian torsion. 2. It is difficult to compare hsg findings and ultrasound findings. A portion of the essure device is seen at the left uterine cornu, which can be normal in some cases. Confirmation of essure position can only be obtained with hsg and it was in satisfactory position in 2013. Repeat hysterosalpingogram could be performed as clinically indicated. 3. Small amount of left adnexal fluid near the left uterine cornu is a nonspecific finding. This could be due to a ruptured ovarian follicle or tuba-ovarian abscess. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), dyspareunia ("pain during intercourse"), fatigue ("fatigue") and depression ("depression"). The patient was treated with surgery (removal of essure implant on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal distension, dyspareunia, fatigue and depression outcome was unknown. The reporter considered abdominal distension, depression, dyspareunia, fatigue and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.